Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, and discovered that the customer had attempted to replace the leaking tubing at pinch valve pv49 and had broken the pinch valve. The fse replaced the tubing and the broken pinch valve to resolve the issue. In conclusion, failure mode of the event is attributed to a leaking tubing at pv49. (B)(4).

Event description:
The customer reported 30 milliliters of clear fluid leaked from the right side pinch valve (pv49) of the lh 500 hematology analyzer and onto the counter. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.